Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the front panel mouth was found damaged. The reported issue was confirmed due to a faulty harness switch. The high intensity was not working due to a worn-out scope socket and slider switch. In addition, there was corrosion and heavy dust inside the scope socket. There was a lamp washer missing and no thermal grease was found on the lamp. A scratch on top of the cover was found, not affecting the device function. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the power button switch was not staying on the on position while using a light source. There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It has been more than six years since delivery of the device, and the power switch may have deteriorated and broken over time due to repeated use for a long period of time. The slider switch of the scope socket can have become worn due to repeated use for a long period of time or the user applied a strong force to connect the scope. The slider switch detects the high brightness mode, and so the high brightness mode may not operate due to this wear. Corrosion of the pin of the scope socket is likely to be caused by the user's connection to the device without adequate drying of the scope light guide connector. This was caused by using the device in a dusty environment and lack of care. The lamp brightness problem is due to the user did not missing the description in the instructions for use (IFU) and attached the desired lamp (non-specified product). The IFU includes the following statements by the following: damage to the front panel: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Corrosion: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Non-olympus lamp usage hours over 200 hours out of brightness standards: never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.